Event description:
Boston scientific received information that during a routine device replacement, this implantable cardioverter defibrillator (ICD) was unable to be interrogated prior to removal from the box, due to an out of range/telemetry noise message. Additional programmers were attempted with the same result. Additionally, the device was observed to become warm or heat up during additional attempts to interrogate. The device was not used and another device was instead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted that a material from the packing was stuck to the device case. It was confirmed that the device had no telemetry and a memory download could not be performed. [An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.